Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump continuously alarmed insulin flow blocked despite set changes. Customer's blood glucose reading is unknown. Insulin pump is being returned for analysis.